Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had always had irritability at the ins site, which was on the left side. The patient reported that now it was more painful and got spasms. The patient reported that she was more active now and that she just stopped taking heavy narcotics since (B)(6). The patient reported that she was still taking tramadol for her neck issues however she said she was weaning off of that as well. The neck issues were not related to the device or therapy. The patient reported that she was still taking gabutin/neurontin. The patient reported no falls or traumas that could be related to this issue. The patient also reported that she was concerned about the implanted battery. The patient reported that when the battery level dropped to 50% she got less pain control and that sometimes she would feel it shut off and that settings would not stay with adaptive stimulation. The patient reported that it got bad last week when the battery level wouldn¿t drop below 80% after 5 days and with adaptive stimulation she would feel her stimulation when she raised her arms. No further complications were reported.